Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity (tls) in both eyes (ou) at 3 month post-operative exam. A brief description from the surgery center indicated that the patient had increasing light sensitivity recently and that ocular health signs are unremarkable at the anterior chamber (a/c) for one day (q&d) on both eyes. Pred forte (pf) 1%, (topical steroid) was increased to gradually taper the steroid drops. The patient's chief complaint was transient light sensitivity, becoming light sensitive increasingly ou. The patient's symptoms were noted as resolved on (B)(6) 2016. Bcva from (B)(6) 2015: right eye pre-op 20/20 -5.75 x .00 x 90. Left eye pre-op 20/20 -5.25 x -.75 x 107. Bcva from (B)(6) 2016: right eye post-op 20/20 .00 x .00 x 90. Left eye post-op 20/20 .25 x .00 x 90.